Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned where service was unable to confirm the issue, though a worn out video connector causing poor connection was found a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine whether the phenomenon indicated occurred due to the failure of the device. A definitive root cause cannot be identified. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem occurred during a diagnostic cystoscopy procedure. There was a delay of unknown length. The patient was not under general anesthesia. The intended procedure was completed using the same device. The device was inspected prior to the procedure with no abnormalities found.

Manufacturer narrative:
The suspect device has been returned to olympus, however, the evaluation has not been completed at this time. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report that whenever an olympus, cyf-v2r scope was connected to the olympus, cv-170, video system center, the brightness changed to -6 spontaneously or the scope was not recognized as having narrow band imaging capability and an "e925" error was displayed. There was no patient injury or harm, associated with the problem, reported to olympus.